Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration. Pacing impedance measurements were observed to be within normal limits when the programmed configuration was changed to lv ring to rv and lv ring to can. A lead fracture was suspected, however, was not confirmed. The programmed configuration was left programmed to lv ring to can and appropriate capture was observed. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was later explanted and replaced 3 years later for reported normal battery depletion. The lv lead was surgically abandoned and replaced during the procedure due to the previous reported clinical observations. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.